Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the pump supplies to resolve the issue. The customer's blood glucose was "high" on the cgm graph and the meter. The elevated blood glucose was addressed by a bolus via the pump.